Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the distal wraps with struts raised. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion located in the distal circumflex (cx) artery. There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning. It is stated that the physician believes that the event was due to the use of the device in difficult lesion morphology/anatomy and not device related. The patient was reported to be alive with no injury.